Event description:
As reported, the blood pressure values from the arterial line were lower than the values from the blood pressure cuff. The transducer was zeroed correctly, but displayed data was much lower than the values from the non invasive cuff. No alerts were displayed on the monitor. The patient was treated with medications. The dpt was changed and the problem was corrected.

Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be sent when the investigation and device history record is complete.